Event description:
It was reported that the remote monitor was not receiving power. The patient tried other outlets with the same result. The monitor has previously sent successful transmissions. A replacement power cord will be sent to the patient. Additional information received indicated that the patient received a new power cord; however, the monitor would not dial out after the telemetry was completed. A new monitor will be ordered and sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor was unable to power up due to defective crystal and diode components. It was also noted that there was a component burn.